Event description:
It was reported that the control modules suction was not adequate and was producing fragmented samples. There was no patient consequence reported, the case was completed using the control module.

Manufacturer narrative:
The analysis site could not confirm that the control module was returned with inadequate vacuum, as the complaint described could not be duplicated, however, the control module was tested and was found to have worn pump mounts causing the pump to be noisy. The control module was cleaned, disassembled, serviced, and reassembled per design specifications. Complaint information is trended on a regular basis to determine if further investigation is warranted.